Manufacturer narrative:
Date of event was not reported, aware date was used to estimate.

Event description:
It was reported that the patient had a thrombus. It was reported via social media that the patient had a watchman closure device and that the patient had two thrombus travel to their lungs.